Event description:
During an urgent cath procedure, the line connecting the injector to catheter blew out mid-injection. After injecting the coronary arteries, staff were attempting to complete an injection of the aortic root. The injector was set to inject 40 ml of contrast at 20 ml/second with a max pressure of 1091 psi, below 1200 psi, the max rated pressure for the pigtail catheter used. System setup was completed as normal. No apparent harm was done to the patient and staff were able to complete the procedure. FDA safety report ID# (B)(4).